Event description:
A falsely elevated ctni result of 1.7 ng/ml was obtained. The clincian questioned the result. The original sample was retested and values of 0.02 and 0.04 were obtained. A second sample from the same pt gave a result of 0.11 ng/ml. There were no adverse health consequences. Pt treatment was not prescribed or altered as a result of the erroneous result. Analysis of instrument data indicated instrument maintenance issues.